Event description:
No additional information.

Manufacturer narrative:
Investigation summary: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It is reported, bd 20ml syringe luer lok tip , tip/luer breakage. Qty: 1. Description: the issue encountered with the syringe was that the male luer taper, the part inside of the threaded collar, broke away when removed after drawing bloods prior to starting dialysis and lodged into the luer lock end of the avf cannula needle. Connecting the threaded collar of syringe to the luer lock of the cannula was straightforward and no force or change of regular technique used. No patient harm.